Manufacturer narrative:
Product analysis: the product specimen has not been returned for analysis; however, the return is anticipated. Conclusion: attempts to obtain additional information and device return have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that immediate post implant of this 23mm mitral mechanical valve, the valve did not open properly and was replaced with a mechanical valve of the same size and model. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually examined. The valve appeared to have been reattached to the valve holder due to the light green suture wrapped around the valve holder adjacent to the holder jaw. The leaflets appeared intact with no evidence of damage. Using a blue actuator to test leaflet movement, the leaflets appeared to move without difficulty. The assembly was moved back and forth to show the leaflets move without difficulty. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A conclusive cause of the reported event could not be determined. Based on the analysis, the complaint could not be confirmed and no evidence of a leaflet motion issue was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.